Manufacturer narrative:
The cartridge was returned to the manufacturer for evaluation and was visually inspected under microscope at 10x magnification. Scarce ovd (ophthalmic viscoelastic) residues were observed inside the cartridge. The cartridge tip was observed broken; part of the tip was missing. Inside the cartridge was observed debris. This debris was sent to contract lab for analysis. According to a report by the contract lab, the debris was analyzed by fourier transform infrared (ftir) spectroscopy which revealed that debris was polypropylene, which is the cartridge material. The issue reported by the customer was verified by the inspection. Manufacturing records were reviewed and the cartridge was manufactured according to specification. The units were released according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridge and intraocular lenses. Based on the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted give date: na (not applicable) to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) into the patient's right (od) eye, the doctor heard a pop and it was noticed that a small extra piece of the cartridge came out with the lens and into the patient's eye. The doctor was able to pull out the extra piece of hard plastic from the patient's eye after the lens insertion. The iol appeared normal in the patient's eye and the doctor was able to complete the procedure. The lens remains implanted in the patient's eye. No patient injury reported. Additional communication on (B)(6) 2015 reported that the cartridge was not cracked and the debris just seemed like it was an extra piece of plastic that was in the cartridge and got inserted into the eye with the lens. It was also confirmed that there was no patient injury and the lens is still implanted. No other information was provided.